Event description:
Customer reported that the screen of the pump had become less responsive, reacting slower, and required hard pressing on the pump button to light up the screen. There was no reported impact to the customer¿s blood glucose level. No further action was required as the customer declined a follow-up, and there was no additional information provided.